Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: it was reported, via a healthcare professional, that an enterprise2 4mmx30mm (encr403012/7599222) and a prowler select plus 150/5cm (606s255x/lot # unknown) was used for an endovascular embolization procedure. During the procedure, the user reported microcatheter - obstruction with loss of cerebral target position and inadequate support, and stent ¿ deployment difficulty (inaccurate placement) and withdrawal difficulty through microcatheter with loss of cerebral target position. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, the coil was filled successfully when the stent was partially released by the physician. Then the physician started to release the stent completely. But the microcatheter migrated backwards automatically. The physician retracted the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point) the physician pushed the stent forward a little bit (not reached the recapture limit point), then retracted the stent again, but it still failed. The physician had to push the intermediate catheter (other brand) forward to cover the stent completely and then removed the intermediate catheter, microcatheter and stent from the patient. A new stent was switched along with the same microcatheter and intermediate catheter to complete the surgery.¿ additional information was received on 09-may-2024. Summary: information regarding the lot number for the prowler select plus 150/5cm and the brand of the intermediate catheter used were reported to be ¿unknown.¿ the target vessel/site was the left middle cerebral artery (mca). The event resulted in a 10-minute procedural delay, which was said to be not clinically significant. Relevant anatomical information, such as vessel characteristics and aneurysm characteristics, were described as ¿the degree of vascular tortuosity is average, m1 wide neck aneurysm.¿ the microcatheter was not found to be kinked or bent. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the enterprise remained inside of the returned microcatheter. The microcatheter was visually inspected and was found flattened at 1cm from the distal end. The involved delivery system was tried to be removed from the microcatheter, but strong resistance was felt. Then, the system was tried to be pushed forward, but it was impossible; the enterprise system was not moving. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue reported regarding the microcatheter being obstructed was confirmed due to the findings mentioned above. Is suggested that the compressed condition is the result of the is the result of the rhv overtightening. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The issue reported regarding the microcatheter migrating backwards automatically cannot be evaluated through functional testing since the reported issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the laboratory. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx30mm (encr403012/7599222) and a prowler select plus 150/5cm (606s255x/lot # unknown) was used for an endovascular embolization procedure. During the procedure, the user reported microcatheter - obstruction with loss of cerebral target position and inadequate support, and stent ¿ deployment difficulty (inaccurate placement) and withdrawal difficulty through microcatheter with loss of cerebral target position. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, the coil was filled successfully when the stent was partially released by the physician. Then the physician started to release the stent completely. But the microcatheter migrated backwards automatically. The physician retracted the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point) the physician pushed the stent forward a little bit (not reached the recapture limit point), then retracted the stent again, but it still failed. The physician had to push the intermediate catheter (other brand) forward to cover the stent completely and then removed the intermediate catheter, microcatheter and stent from the patient. A new stent was switched along with the same microcatheter and intermediate catheter to complete the surgery.¿ additional information was received on 09-may-2024. Summary: information regarding the lot number for the prowler select plus 150/5cm and the brand of the intermediate catheter used were reported to be ¿unknown.¿ the target vessel/site was the left middle cerebral artery (mca). The event resulted in a 10-minute procedural delay, which was said to be not clinically significant. Relevant anatomical information, such as vessel characteristics and aneurysm characteristics, were described as ¿the degree of vascular tortuosity is average, m1 wide neck aneurysm.¿ the microcatheter was not found to be kinked or bent.

Manufacturer narrative:
Product complaint # (B)(4). Section d4. Lot: the lot number was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Inadequate support of the microcatheter (body/shaft) suggests there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. However, microcatheter obstruction with loss of cerebral target position was also reported. Loss of microcatheter target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. In this case, there were no reports of patient harm; however, the physician was required to perform the additional surgical intervention of removing the intermediate catheter, microcatheter, and stent from the patient, and implanting a new stent to preclude patient harm. Based on this required surgical intervention, this event does meet us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00483.